Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 30-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer also called regarding e-5 correction letter she received. The customer feels well and did not report any symptoms. Customer advised that on (B)(6) 2026 when she tested in the morning, her blood glucose was 304 mg/dl fasting; she stated that she was sweating and feeling dizzy, so she called 911 and was taken to the hospital. Customer could not advise what her blood glucose level was when she went to the hospital. Customer was not admitted but discharged the same morning with a blood glucose of 173 mg/dl (undisclosed fasting/non-fasting and advised to follow-up with her pcp. The customer's expected blood glucose test result range was not provided. During the call, a blood test was performed by the customer non-fasting and produced test result of 241 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 06/30/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.